Event description:
Clinic notes were received from neurology that reported the pt was having more frequent seizures. The pt's vns was implanted 7 years ago. The pt is being referred for a prophylactic battery replacement. The pt's seizures are slightly above their pre-vns seizure rate.